Event description:
It was reported that midazolam (versed) was infused more than intended. The customer stated that "possibly the wrong medication was selected." The customer is requesting bd to review the device logs. The event occurred on 30 august 2023 between 1415 and 1630. The ordered rate range was 0 to 10mg/hr., titrate max of 10mg/hr. (Titrate between 0.5mg-1mg/hr.). It was reported that the 100ml midazolam was infused in two (2) hours instead. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that midazolam (versed) was infused more than intended. The customer stated that "possibly the wrong medication was selected." The customer is requesting bd to review the device logs. The event occurred on (B)(6) 2023 between 1415 and 1630. The ordered rate range was 0 to 10mg/hr., titrate max of 10mg/hr. (Titrate between 0.5mg-1mg/hr.). It was reported that the 100ml midazolam was infused in two (2) hours instead. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.